Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a critical pump error alarm. Customer¿s blood glucose was 97 mg/dl at the time of incident. Customer reported that the insulin pump had a critical pump error alarm displayed on the screen. Customer also reported a button error alarm. The customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Unable to determine unresponsive keypad due to critical pump error.